Event description:
It was reported that prior to implant the device showed an elective replacement indicator (eri). The device was not used, and the device could not be interrogated after the procedure. During the implant the lead was difficult to manipulate, had high thresholds, and no capture. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).